Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as change in caregiver. On the same day of onset, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics for peritonitis. Twenty one days after event onset, the patient was recovered from peritonitis and the antibiotic treatment was discontinued. Therapies were ongoing. No additional information is available.